Event description:
The customer reported that the etco2 failed to turn on. There was no pt involvement reported.

Manufacturer narrative:
(B((4). A f/u report will be submitted upon completion of the investigation.